Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level "trend high." After consulting with health care provider, tandem technical support assisted the customer with inputting adjustments to pump personal profile settings.